Event description:
Event description: for treatment of symptomatic paroxysmal atrial fibrillation purpose, a pulsed field ablation procedure was performed using the reported carto3 and a non-bw system / farapulse pfa system produced by boston scientific (farapulse, farastar, faradrive, farawave). The left atrium and pulmonary veins were mapped. Ablation was conducted for a total of 34 applications (8 times to each pulmonary vein, with an additional 2 applications to the right pulmonary vein carina). Pulmonary vein isolation was completed and the procedure was completed. No device malfunctions or complications occurred during the procedure. Postoperative day 1: serum creatinine increased to 2.29mg/dl. A decrease in hemoglobin (hb), an increase in lactate dehydrogenase (ldh), a decrease in haptoglobin, a mild increase in indirect bilirubin, and strongly positive hemoglobinuria were observed, and a diagnosis of hemolytic acute kidney injury was made. Postoperative day 3: serum creatinine increased to 2.76mg/dl. Intravenous fluid administration (approximately 2l/day) was performed. Postoperative day 6: renal function was confirmed to have improved, and the patient was discharged from the hospital. Two weeks after discharge: at an outpatient visit, renal function was confirmed to have recovered to baseline. Medical history: waldenström macroglobulinemia (hereinafter referred to as wm). The physician considered that hemolysis might have been caused by effects of electrical stress on red blood cells caused by pulsed field ablation (pfa), effects related to hyper viscosity syndrome associated with the underlying disease wm or decreased red blood cell deformability, or effects of (bruton tyrosine kinase inhibitors) inhibitors. No extended hospitalization. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).